Event description:
It was reported that the caller did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. After initial troubleshooting, the issue persisted, leading technical support to replace the pump. The caller was instructed to use an alternate method to ensure insulin delivery, return the problematic pump to the company with a pre-paid label, and update the settings on the new pump. The caller understood and acknowledged the instructions provided.